Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose for the last 3 days. On (B)(6) 2019 they had blood glucose of 50 mg/dl at the time of the incident. The customer was at 150 mg/dl the previous night before going to bed. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.